Manufacturer narrative:
The hcu30 temperature did not rise. The field service technician adjusted the actuator. No parts were replaced. Since the failure is not reproducible and no parts were replaced and the device is already back in use, no further investigation could be performed. Therefore no most probable root cause could be determined. The failure 'temperature did not rise' could not be confirmed. The failure occured turing treatment. The hcu 30 which was used, was not responsible for this complaint. The occurence rate is below the acceptance rate, thus no remedial action required. The occurrence rate related to the reported issue is currently being monitored as part of maquet cardiopulmonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.

Event description:
It was reported that the hcu30 temperature did not rise. Complaint: (B)(4).